Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, a broken sensor wire was reported. The patient's healthcare provider reported that the sensor broke off in the patient's body and required an outpatient procedure to have the sensor wire removed. Event details were not provided. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.